Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's ac light isn't working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit's ac light isn't working. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : (B)(6).

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's ac light isn't working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) that encountered the issue replaced a part associated with ac light when its's out. The fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Event description:
N/a.